Event description:
It was reported that there was dislodgement on the right ventricular (rv) lead. There was also no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.